Event description:
Event description cpi received information that during the routine replacement of an implantable pulse generator (ipg), this porous tined endocardial j lead was removed from service for oversensing.